Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on the leads. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post operation.